Event description:
It was reported that during implant, the device was attached to the existing leads, but during analyzer testing intermittent noise was observed on the right ventricular channel. The device was disconnected and reconnected to the lead without any resolution to the issue. Again, the analyzer testing was performed and showed no noise was sensed. The physician requested a replacement device which was implanted and connected to the leads without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. No anomalies were found.